Event description:
It was reported that bd alaris smartsite leaked. The following information was provided by the initial reporter: parent called nurse in for tpn leaking from tubing (at point of connection with primary tubing) but could not identify where fluid was leaking from. Changed patient tubing. Primary tubing connector appears to be responsible for leaking. Effect on patient: the event occurred while in use with a patient, but the product to not cause any harm or injury.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample does not indicate any damages or abnormalities. The infusion set was then primed and tested for leakage. Leakage was seen coming from the outlet port of the most distal y-site smartsite. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause could be related to the lack of solvent at the union location due to improper solvent dispensing during the manufacturing process. A work order was established to review the manufacturing process. The station in which the union was created was adjusted. The solvent valve tip was changed and the dispensing was regulated in order to address the issue. It was reported by the customer that tpn leaking from tubing (at point of connection with primary tubing) but could not identify where fluid was leaking from.